Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the proglide device was used in the profunda vein. It should be noted that the proglide instructions for use states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that ultrasound-guided puncture was used to access the target sites. No calcification was reported at the sites. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right deep femoral profunda vein (rfpv) was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to an atrial fibrillation ablation procedure. Reportedly, imaging of the access site was not performed prior to attempted proglide use. An 8f sheath was placed in the caudal rfpv puncture site prior to proglide pre-placement of sutures in a cranial rfpv puncture site. The first two proglide devices attempted made contact with the top of one of the 8f sheaths at the caudal site; no suture was connected to the plungers during removal. The third proglide was attempted but caught and punctured the same 8f sheath. When the caudal sheath was removed, the guide wire came out with the sheath. Vessel access was lost at both the cranial and caudal sites. Both access sites were re-punctured with ultrasound guidance. The sutures of two new proglide devices were pre-placed successfully at the cranial access site prior to reinsertion of a sheath at the caudal access site. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the cranial access site. Another proglide was used to achieve hemostasis in the caudal access site. There was a reported clinically significant delay in the procedure.